Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel in the right upper arm. A 6.0 4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patients body. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.